Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient's inoperable ipg was reported to abbott. As a result, the ipg was explanted and replaced. Effective therapy was restored. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product